Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem was confirmed. The cause of the repeated "adjust belt" messages was an intermittent connection within the rear therapy electrode. The cause of intermittent connection was a defective solder connection where it attached to therapy electrode printed circuit assembly (pca). The root cause of the intermittent solder was a manufacturing assembly error. The faulty electrode belt will be repaired. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.

Event description:
A patient's nurse contacted lifecor customer support to report that a male patient is getting "adjust belt" messages every few minutes. Support explained the usual remedies when the nurse stated that there was a blue gel seeping from the back of one of the therapy pads. The electrode belt and garment was replaced. Support checked the download and saw a gel deployment event, but no arrythmia event was noted.